Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.